Event description:
It was alleged that an overinfusion of pitocin occurred while in use on a patient. It was noted that the programmed rate was 12ml/hr but the device was found to be delivering at 812ml/hr on channel b. It was further noted that some type of medical intervention was given to the patient. There was reportedly no patient consequence or injury.